Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. Evaluation summary (B)(4) ema wirebond - loose/detached.

Event description:
It was reported that there were telemetry problems and no output on the device. The patient reported to the hospital with heart block arrhythmia. The device was extracted and replaced. No further patient complications were reported as a result of this event.